Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer septal occluder was chosen for a procedure. During the case the device turned into a corba shape after massage and it didn't turned into original shape. A new 22mm amplatzer septal occluder was chosen and completed the procedure. The patient was reported stable.